Event description:
It was reported that the device had a power on reset (por) and the patient alert was activated. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and it was noted that the performance data from the device indicated that a por (power on reset) occurred on (B)(6) 2011. Device analysis found that all hybrids passed testing with the exception of the fault grade on one ic (integrated circuit), which consistently failed. The ic microprocessor die was then removed from the hybrid. A more complete sequence of tests found that the ic microprocessor die passed the fault grade tests. These additional electrical tests performed failed to identify a cause for the por experienced in the field.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.